Manufacturer narrative:
(B) (4). (B) (4).

Event description:
It was reported that the surgeon attempted to insert an icm 120v4 11.5mm implantable collamer lens and the lens got stuck to the foam tip plunger during injection. No patient injury.